Manufacturer narrative:
(B)(4). Date sent: 9/18/2024 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the procedure? -radical operation for stamch cancer what anatomical structure was being fired on? - stamch what color cartridge was used on the firing? -blue and gold reloads will the customer release the product at any point? -unknown what is meant by ""incomplete tissue cutting""? How did ""incomplete tissue cutting"" lead to bleeding? -the description by hcp is not exact. The correct event is ""malformed staples and bleeding"" did the device lock-out (no staples deployed and no cut line started)?? ?or, did the device start to deploy staples and cut but could not be completed (partially fire)?? ?or, did the device fully fire and stop during the automatic knife return?? ? -fully fired. Was there any difficulty opening the device?? ?if yes, how was the device removed from the patient?? ?if yes, did the jaws eventually open? -no was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples. How was the bleeding controlled?? -ultrasound knife how much blood was lost (ml)? -unknown did the patient require a transfusion? -yes is the current patient status known?? -unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? -unknown.

Event description:
It was reported that during a cancer surgery incomplete tissue cutting leading to bleeding. Changed the new one to complete surgery. No additional information can be provided.